Event description:
It was reported the touch screen became unresponsive. Pump illuminates when plugged into a power source. Customer¿s blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.